Event description:
Patient reported a defective sensor. Patient stated. "They work real good but this one, this one would not let you, couldn't put it in your arm, it was like locked up. The orange part of it that, you know, you pop it in your arm." No additional information available.